Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they were seeing the poor communication screen on the patient programmer (pp) and the reposition antenna screen on the recharger. The recharger was unable to communicate with the implantable neurostimulator (ins). It was noted the patient had two units and was only experiencing issues with the upper unit. The last successful recharge session was ¿about a month ago,¿ and the last time the patient felt stimulation from the upper unit ¿about two weeks ago.¿ relevant medical history includes cervical/neck and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had a lack of compliance with charging. No supporting reports were found for the explant that occurred a year ago. A new battery was recommended by the healthcare provider (hcp), and the rep updated the information accordingly. The patient reported the ins replacement secondary to several over discharges. The issue was resolved at this point. No further complications were reported or anticipated.